Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 22.2 mmol/l (399.6 mg/dl) while wearing the pod between 4 and 24 hours. The patient was treated with manual insulin injections and placed under observation. The pod was removed from the arm and the pink slide reportedly did not move forward and the cannula was not visible; indicating the needle mechanism did not deploy as intended. The patient was released after a few hours. The pod was removed prior to the hospital visit.